Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported being told by the technician that their heart rate never exceeded eighty beats per minute when the patient had self-monitored at a higher rate. The patient's implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.